Event description:
It was reported to philips that the system had a boot-up issue. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use when the issue occurred. The customer attempted to restart the system several times, but the problem persisted. There was no harm reported to philips. The philips field service engineer (fse) visited onsite and reinstalled the system software. Following the customer's request, the fse also replaced the ssd os, despite no issues being identified with it. After which, system was returned to use in good working condition. The codes were updated based on the investigation outcome.